Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error 25. The customer's blood glucose at the time of incident was unknown. Customer reported that the insulin pump had an internal power source and is unable to charge, it happened during normal use. Customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received power error due to connector resistance issue.